Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, the patient¿s cgm was reading 119 mg/dl. No bg meter comparison was taken at this time. The patient had taken her routine diabetes medications (humalog insulin that morning and toujeo the night before). The patient was feeling weak and lethargic, therefore, she decided to go to the emergency room. At the ER, the patient¿s bg meter reading was 495 mg/dl, and she was treated with unspecified IV fluids. The patient was discharged home after 2 days. The patient was ¿still weak and lethargic, but a little more alert¿ at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.